Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin ( accu tni) result from a single patient sample that was generated by the access 2 instrument. The initial accu tni results were: 0.12ng/ml and 0.54ng/ml. The accu tni results were not reported out of the lab. On the same day, the customer re-centrifuged an aliquot of the original sample and re-tested in duplicate for accu tni. The repeated accu tnil results were: 0.02ng/ml and 0.03ng/ml. There has been no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event and the day following the event. System check conducted in 01/2007 passed. The sample was collected in a lithium heparin plasma tube. The initial and repeat centrifugation was done at 3,600 rpm for 10 minutes at ambient temperature. A field service engineer (fse) was dispatched to the customer's lab, but service details were not provided. The root cause of the event is unknown and unknowable. A malfuction will be assumed for the purpose of this report.